Event description:
It was reported that, during a ukr surgery, the journey uni tib tr ins sz3-4/8mm device was found to be broken when testing it. The surgeon removed all the plastic pieces and did not leave any plastic particles inside. The procedure was resumed without any delay and with the same device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation. However, the photograph was reviewed, and revealed that the device is broken. The clinical/medical investigation concluded that, per the case details, all the broken pieces of the journey uni tib tr ins sz3-4/8mm device were retrieved from inside of the patient. However, the requested clinical supporting documentation was not provided. Therefore, the definitive clinical root cause of the report failure could not be determined. According to the report, the procedure was completed without a delay using the same device. Reportedly, there were no patient injuries or adverse consequences. Since no further harm to this patient is anticipated, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use file is not applicable for this instrument. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.